Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that the device requested the sensor code during warm up occurred. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of the device requested the sensor code during warm up is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.